Manufacturer narrative:
A manufacture representative went to the site to test the navigation system. The issue could not be confirmed. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a practice of an operation. It was reported that after images were taken with imaging system, it froze on "navigate" screen. Although rebooting was performed, the same issue occurred 3 times in a row. No patient was present.